Manufacturer narrative:
Mitek medical safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. It cannot be confirmed that this issue had been previously reported to mitek, so an adverse event report is being filed to document the experience described in the article. Additional information was requested from the author but none has been received. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This report is being filed after the subjequent review of the following literature article: the arthroscopic latarjet procedure for anterior shoulder instability: 5 year minimum follow up. Authors: dumont guillaume d., fogerty simon, rosso claudio, and lafosse laurent the american journal of sports medicine. Am j sports med 2014 42:2560. Doi: 10.1177/0363546514544682. Alps surgery institute clinique generale annecy, france. Revision surgery due to a displaced coracoid graft.